Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left anterior descending. Following pre-dilatation, a 3.50 x 12mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. Pre-dilatation was again performed and when the device was re-advanced, it was noted that the distal to mid part of the stent was lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported.